Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins battery depleting quickly was determined to be normal battery consumption due to standard settings. No further information was available. It was later reported that the patient has 4 implants. At the visit on monday, 3/23, it was discussed with the sales representative that one of the 4 was experiencing faster battery depletion. As a result, the setting in which stimulation intensity changes depending on posture was discontinued, and it was decided to observe the patient with constant stimulation; however, no improvement was noted. It was explained that the information would be handed over to the responsible personnel and that the user would be contacted regarding the next steps.

Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that 4 implantations have been performed, but only one has been observed to have faster depletion of the stimulation device charge. All four devices were charged once a week, but if only one device does not charge twice a week or three times a week, the device will be depleted and will turn off. The intensity is set for two or three different areas on a single stimulator, and it should be roughly the same intensity. It was advised that the attending physician would need to review the settings to check the battery depletion and charging time; therefore, they were told to consider medical consultation. It was noted the issue was not resolved at the time of the report. No health damage reported.